Event description:
Device appears to be undersensing on atrial lead resulting in false termination of at/af detection. P-waves measure at 0.40 mv, programmed atrial sensitivity is at 0.30 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).